Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and had insulin pump error alarm. The customer blood glucose level was 476 mg/dl at the time of incident. Customer did not troubleshoots for high blood glucose. The customer believed that the battery was died and due to this blood glucose went high. Customer corrected with manual delivery. The insulin pump will not be returned for analysis.